Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker exhibited increased in power consumption. Additional information obtained from the field which indicated that the device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.